Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customers blood glucose level was 333 mg/dl. The customer declined a follow up or continued troubleshooting, so no additional information was obtained.